Event description:
The user facility reported that they encountered a placement signal not reliable alarm during impella cp support. The physician stated that a placement signal not reliable alarm occurred 10-15 minutes after the case was started. Hemodynamics and support remained stable. Additionally, the pump was discarded inadvertently by the staff post procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Data logs are not available. Optical sensor issue: the cause of the optical sensor issue was not determined since product/logs were not returned and insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.